Manufacturer narrative:
(B)(4). Additional medwatch reports were submitted for two additional gore® viabahn® vbx balloon expandable endoprosthesis used in same procedure: medwatch report #2017233-2017-00212 for device lot #15958671; medwatch report #2017233-2017-00213 for device lot #16026741. (B)(4). IFU for gore® viabahn® vbx balloon expandable endoprosthesis warnings state, to reduce the potential for vessel damage, the final stent inner diameter (as indicated on the compliance chart) should approximate the diameter of the vessel just proximal and distal to the stenosis. Overstretching of the artery may result in rupture and life threatening bleeding.

Event description:
On (B)(6) 2017, a patient presented with a renal stenosis, bilateral iliac disease and distal aortic disease. Bilateral femoral access was made and pre-ballooning was performed. As reported, the patient had one kidney, which required limited use of contrast and co2 imaging was used. A bare metal stent (unknown manufacturer) was placed to treat the renal stenosis. Next, three gore® viabahn® vbx balloon expandable endoprostheses were implanted to treat the distal aorta and iliac arteries. A 10 mm gore® viabahn® vbx balloon expandable endoprosthesis was implanted in the distal aorta. Two 9 mm gore® viabahn® vbx balloon expandable endoprostheses were implanted in the common iliac arteries using a kissing technique. All of the gore® viabahn® vbx balloon expandable endoprostheses were deployed with no issues. The vbx balloons were used to expand the device and removed. Due to the highly calcified distal aorta at the bifurcation, a larger, secondary balloon (unknown manufacturer) was inserted and used to further expand the 10 mm vbx device as much as possible. As reported to gore, the secondary balloon did not go beyond the edges of the endoprosthesis. The final co2 angiogram revealed patent gore® viabahn® vbx balloon expandable endoprostheses and no leaks were observed. The patient was recovering well and was moved to recovery room. Two hours post-procedure, the patient was put on 300 mg clavix and his xarelto prescription was reinstated. It was reported that later that night on (B)(6), the patient expired. Autopsy revealed a retroperitoneal hematoma. Physician stated hematoma was not from access; likely a venous branch avulsed from the calcium. It was reported the physician does not attribute the patient's death to the gore® viabahn® vbx balloon expandable endoprostheses.

Manufacturer narrative:
This manufacturer report (#2017233-2017-00211) is the main report for the reported adverse event. Additional medwatch reports previously submitted have been retracted as all of the gore® viabahn® vbx balloon expandable endoprostheses were used in same procedure. As a result, only one report was necessary. The duplicate reports that were retracted are: medwatch report #2017233-2017-00212 for device lot #15958671; medwatch report #2017233-2017-00213 for device lot #16026741.